Event description:
"The foot part came out" is the reported reason for the repair. On follow up with the foreign distributor, a person said that the incident happened during surgery with no patient injury.